Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported 'occlusion test failed' which was not reproduced. The device was tested for upstream and downstream occlusion detection and was able to detect both upstream and downstream occlusions. A review of the event history log was performed but no abnormalities were noted that could cause or contribute to the reported problem. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the occlusion test. There was no patient involvement. No additional information is available.